Event description:
According to an adverse event report received from FDA, the drill guard heated up and splattered during a procedure. There was no reported user or pt injury.

Manufacturer narrative:
The MFR was made aware of this event via medwatch (B)(4). The product was not returned to the MFR.